Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from the port closest to the patient that occurred approximately 2 hours after a tubing and bag change while 0.9% nacl was infusing at 125ml/h. No harm was reported.

Manufacturer narrative:
The customer¿s report of the set leaking was confirmed. During visual inspection it was noted that the vinyl tubing was not fully pushed into the y-site inlet port near the male luer. Functional testing and pressure testing confirmed a leak from the 0.145 inch long gap where the tubing was not fully inserted. Dimensional testing was performed and the tubing measured within specification. The root cause of the reported event was a manufacturing issue of insufficient solvent being applied at the junction of the vinyl tubing, and the tubing not being pushed all the way into the y-site inlet port.